Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found at the level of the breakage. The breakage is consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. No deviation or no non-conformance to specifications has been recorded for this lot.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw was broken. The patient claims back pain. A revision was done to remove the broken screw. No further details are known at this time.

Manufacturer narrative:
A review of radiographic images shows multiple films are received including ap/lateral x-rays and MRI done prior to and after revision. Right l3 screw appears to have broken and was revised (screw fragments photo in bag). Revision extended l3-l4-l5-s1 construct to l2-l3-l4-l5-s1 with pedicle screws and peek rods. Results are inconclusive.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.